Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 3 days post implant of a 23mm sapien 3 ultra, the patient had central leak and paravalvular leak (pvl). The patient had no symptoms, this was found during the patient's 1 year follow up appointment. Approximately 2 months later, the physicians were concerned for possible aortic insufficiency (ai), pvl, and gradients due to under expansion of the valve. The pig tail gradient post procedure was 35 mmhg. They used a 23mm commander delivery system to re-dilate the valve by adding +1cc to the nominal volume. After re-dilation, the gradient showed 2 mmhg. There was no longer ai and pvl was resolved.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation; however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot/serial number history review was performed and revealed no other complaints relating to the reported event were identified. The following instructions for use (IFU) were reviewed: commander delivery system with s3u, device prep training manual, and procedural manual. Based on these results, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for central regurgitation, increased gradients, and paravalvular leak were unable to be confirmed due to unavailability of relevant imagery and returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately a year post implant of a 23mm sapien 3 ultra, the patient had central leak, paravalvular leak (pvl), and increased gradients. It was suspected that the valve was under expanded. As a result, a post dilation was performed using a 23mm commander delivery system with +1cc. After re-dilation, ai and pvl were resolved, and the gradient was reduced from 35 mmhg to 2 mmhg'. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, due to a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As pvl was resolved after re-dilation with +1cc, indicating that the valve was likely under-expanded during the initial deployment. Under expanded valve can result in a gap between the valve and annulus leading to pvl. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. However, without relevant imagery, a definitive root cause was unable to be determined at this time. The paravalvular leak may reduce the back pressure requiring for proper leaflets closure during diastole cycle leading to central regurgitation. Similarly, under expanded valve may impede leaflet motion resulting in central regurgitation. As such, available information suggests that patient factors (paravalvular leak) and/or procedural factors (under expanded valve) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Under expanded valve can reduce effective orifice (eoa) and impact hemodynamics leading to increased gradients. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.